Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the adhesive around the light guide lens being peeled and the gap in the adhesive area between the hold ring and the distal end was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the adhesive around the light guide lens was peeled and there was a gap in the adhesive area between the hold ring and the distal end. There was no patient involvement.